Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The device is to be returned for evaluation. The investigation is under way.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transfemoral tavr, the balloon was torn. As the patient had a bent at the descending aorta, cine image was showing a tension in the delivery system during valve alignment. On valve deployment, a 26mm sapien 3 valve did not expand at all, and a decision was made to retrieve the system. The valve was able to be pulled into the sheath and the system was withdrawn together. The balloon was torn at the proximal of balloon. The procedure was completed using a new kit.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The delivery system was returned fully inserted through the sheath after being used in the procedure. The valve was crimped on the delivery system, but not fully aligned. The sheath, delivery system, and valve were separated for decontamination and further evaluation. The delivery system was visually inspected and the following was observed: the crimp balloon was torn proximal to inflation/crimp (I/c) bond, the balloon wings were flared out, and there were gouges on flex tip. No abnormalities were noticed on the balloon markers. The provided imagery shows the delivery system after withdrawal. The crimp balloon is seen to be torn. No imagery of patient anatomy was provided. Due to the condition of the returned delivery system (balloon torn), no functional testing was able to be performed. Double wall thickness measurements were taken on the crimp balloon along the balloon separation and the measurements met the double wall thickness specification. A device history review (DHR) was performed on the most relevant work orders for the reported complaint. The work orders did not reveal any issues that could have contributed to this complaint. Review of history for the relevant lot revealed no additional complaints for the reported balloon tear. A review of complaint history from january 2018 to december 2018 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for balloon tears with returned devices. Review of the similar complaints was done and no potential manufacturing non-conformances that would have contributed to the complaints were identified during their investigations. A review of the complaint history revealed that the occurrence rate did not exceed the january 2019 control limit. No instructions for use (IFU) or training deficiencies were identified. During the manufacturing process, the delivery system underwent the inspections and processing including but not limited to the following: inflation balloons are 100% inspected for the multiple dimensions, the crimp balloon to inflation balloon laser bond was 100% inspected; balloon inspections are also 100% completed during balloon pleat, fold, and forming process; during manufacturing, the commander delivery system was 100% inspected; devices are 100% leak tested and all manufacturing lots undergo product verification (pv) testing on a sampling plan. Additionally, under pv tensile testing the crimp balloon to inflation balloon bond tensile strength was tested. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for ¿balloon ¿ torn¿ was confirmed based upon visual inspection of the returned devices and imagery review. No manufacturing non-conformances were identified and review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. Further, no training/IFU deficiencies were identified. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been previously identified and documented in the product risk assessment (pra) document. The pra identifies increased alignment forces experienced during the procedure as a possible root cause for the balloon tear. The complaint description states, ¿as the patient had a bent at the descending aorta, cine image was showing a tension in the delivery system during valve alignment¿. Any bends or angles could result in increased forces being applied to the bond area. The thv may unseat (non-coaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip if bends/angles are present during valve alignment. This can result in higher than usual alignment forces, weakening and subsequently tearing the balloon material near the inflation balloon to crimp balloon bond. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving. The patient¿s access vessels were described as severely tortuous, which could have contributed to high valve alignment forces. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tearing of the balloon material. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Based on the available information, it is likely that procedural factors (high alignment forces) contributed to the reported event, since the reported information describes a bend in the descending aorta and tension in the delivery system during valve alignment. However, a definitive root cause could not be determined at this time. Additionally, CAPA captures further investigation to address complaints related to crimp balloon tears. The CAPA identified a potential manufacturing factor which was correlated with an increase in reported complaints. Per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in pra document. CAPA investigation captures further investigation and corrective action related to manufacturing. Although no IFU/training material deficiencies were identified, edwards has decided to proceed with including into the IFU additional information that currently exists in the training manuals related to tension build-up in the device.